Manufacturer narrative:
The field service engineer replaced a printed circuit board and system reagent aspiration tubing. Voltage was also checked. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated that on (B)(6) 2021, quality controls results were low for sandwich assays and high for competitive assays on the cobas 8000 e 801 module. A system reagent reservoir had a low level. The field service engineer decontaminated the analyzer, checked the sample probe, and replaced a cover. Measuring cell preparation maintenance was performed. Controls were run and were acceptable. On (B)(6) 2021, controls were acceptable in the morning and then the customer started running routine patient samples. Controls were run in the afternoon and folate controls were not acceptable. The customer then pulled patient samples and repeated these. Of the repeated samples, the customer had discrepant results for 44 patient samples tested for multiple assays on the e 801. No incorrect results were reported outside of the laboratory. Affected tests include: the elecsys testosterone ii assay (testo), the elecsys estradiol iii assay (e2), and elecsys shbg. Refer to the attachment for all patient data. The repeat results were reported outside of the laboratory. The testo, e2, and shbg reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer found a loose cable at a probe. The measuring cell also loosely mounted. The probe and measuring cell were replaced. The analyzer was working within specifications after these actions. All assays were calibrated. Control measurements and sample comparison studies were approved. The investigation determined the service actions resolved the issue.